Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system's x-ray tube primes and the system consistently switches to security mode. No pt injury was reported.